Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. No additional information or case images could be obtained. Since the device was not returned for investigation and no case images provided, the exact root cause of the vessel perforation is unknown. There was no device problem reported. The manufacturing records of this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspection were completed prior to release to ensure the device met specifications.

Event description:
Patient presented with an m2 occlusion. The m2 trifurcation vessel size was noted to be approximately 2mm. Zoom71 was advanced to the face of the clot over a guidewire and microcatheter. While advancing the zoom71, the physician reportedly felt a little resistance. The access catheter was parked at the petrous/cavernous. When the guidewire was removed, a perforation was noted. The operator believes the perforation was due to combination of device too large and device tip. The patient was treated with coils and intubated to manage the bleeding. The patient had achieved a tici 2c score post procedure. The patient was reported as doing well. There was no device failure reported.